Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a complete ectopic drainage (intracardiac) correction and mitral valvuloplasty, the suture was bro ken twice in the posterior 1/3 and the anterior 2/3 of the needle body also broke. The surgeon found out that the broken needle body was on the heart patch. So, x-ray was performed, and the needle tip was retrieved. This resulted to extended surgical time for about 10 minutes.